Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿delayed hypersensitivity reaction¿, "tender swelling," redness, "masses," "bruising look" and (B)(6) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: adverse events: ¿all asymmetry corrections (if needed) and repeat treatments were performed with juvéderm vollure¿ xc. In general, aes at the nlfs after asymmetry correction/repeat treatment were similar to those after initial/touch-up treatment. Within the juvéderm vollure¿ xc randomization group, after asymmetry correction/repeat treatment, 20 aes were reported in 10.8% (10/93) of nlfs, with the most common ae being injection site induration (firmness) in 7.5% (7/93) of nlfs. All other aes occurred in < 5% of nlfs and included injection site mass, pain, bruising, erythema, discoloration, and swelling. A majority of the aes after asymmetry correction/repeat treatment in nlfs originally treated with juvéderm vollure¿ xc were mild (20.0%, 4/20) or moderate (45.0%, 9/20) in severity, required no action to be taken (100%, 20/20), and resolved without sequelae (65.0%, 13/20). Some aes after asymmetry correction/repeat treatment were severe (35.0%, 7/20). After asymmetry correction/repeat treatment, seven aes were ongoing at the end of the study and included injection site induration, mass, swelling, bruising, and discoloration. These aes did not require treatment. ¿on the validated recovery early symptoms module of the face-q questionnaire, the majority of subjects reported feeling not at all or only a little bothered by all 17 symptoms 3 days after initial treatment with juvéderm vollure¿ xc. Subjects reported less discomfort (9.9% for juvéderm vollure¿ xc vs 25.7% for control), tenderness (11.5% vs 30.5%), soreness (10.8% vs 28.9%), and swelling (15.1% vs 40.0%) after treatment with juvéderm vollure¿ xc compared to treatment with the control. For all other symptoms (bruising, tightness, numbness, stinging, burning, throbbing, tingling, itching, tired, feverish, lightheaded, headaches, and pain), subjects reported similar results between juvéderm vollure¿ xc and control. ¿juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. ¿safety endpoints included incidence rates, severity and duration of isrs and aes, subjects¿ assessment of procedural pain, and the recovery early symptoms module of the face-q questionnaire. ¿aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry. ¿subjects were monitored throughout the study for any adverse events (aes) by the investigator. Aes that were related to the study device/procedure were recorded. Expected aes, listed in the directions for use (dfu), were only reported as aes if the events were assessed to be more severe or more prolonged than routinely observed. After repeat treatment, subjects completed a 30-day safety diary to record the severity and duration of any injection site responses (isrs). No device/procedure-related ae was observed after the initial/touch-up treatment. Forty-one subjects completed the 30-day safety diary after repeat treatment. The most frequently reported isrs in the diaries were swelling (87.8%, 36/41), firmness (80.5%, 33/41), and tenderness to touch (78.0%, 32/41). The majority of isrs were mild or moderate and resolved within 3 days (table 5). One device/procedure-related ae was observed after repeat treatment. The subject experienced redness around the mouth, swelling, and lower sensibility requiring treatment with corticoid ointment; the ae symptoms resolved in 51 days. ¿aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry. Instructions for use: ¿supplementary anesthesia may be used for additional pain management during and after injection. ¿within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Patient (who is also a physician) reported that after they were injected with two syringes of juvéderm vollure¿ xc in the "peri-labial" area, and juvéderm voluma® xc over the cheek bone. Approximately five months after injection the patient developed a ¿delayed hypersensitivity reaction.¿ patient is experiencing "tender swelling," redness, "masses," and it has a "bruising look" at the injection areas. It's noted that the patient also developed (B)(6) around that same time. Treatment is noted as anti-viral, ¿famvir & prednisone¿ but events are ongoing. Symptoms are intermittent. It's noted that the symptoms first appeared the day after the patient attended an event, where they were "quite active dancing and jumping". This is the same event and the same patient reported under MDR ID# 3005113652-2018-01317 ((B)(4)). This MDR is being submitted for juvéderm vollure¿ xc.